Manufacturer narrative:
Due to characters limitations, e1 (initial reporter) is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the event occurred after start up in the morning during routine check the cardiosave intra-aortic balloon pump (iabp) touch screen was not working. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The touchscreen was replaced and functional tests performed with positive results.